Event description:
Reporter calling, stating that he has a recalled dreamstation CPAP (continuous positive airway pressure) machine. Reporter states he became concerned after he recently read a "propublica report" about CPAP machines emitting formaldehyde as well as other chemicals and causing numerous health problems among CPAP users. Reporter additionally states that the "(B)(6) gazette" and other various news outlets "in the u.s. And abroad" are or have reported on problems with recalled CPAP devices. Reporter states the he wonders what the FDA (food and drug administration) is going to do regarding problems with CPAP machines and the numerous stories about recalled devices and associated health problems. Reporter states he is not currently experiencing any health problems that he is aware of.